Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the label on the video connector was peeled. Upon further inspection, it was observed that the adhesive around the objective lens was peeled due to chemical or physical stress. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the connection between the insertion pipe and the control unit was not secured due to looseness of the insertion pipe. It was also observed that the video connector had a crack due to physical stress caused by a handling problem. It was observed that the video connector was deformed due to physical stress caused by a handling problem. It was also observed that the video connector case had a crack due to physical stress caused by a handling problem. Lastly, it was observed that switch 3 had a scratch due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope scope connector label peels off. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive around the objective lens was peeled which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.